Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary planned (non-emergency) treatment. The procedure was delayed by less than 20 minutes and was completed successfully after restarting the system. It was reported to philips that the system stopped working and was unable to boot back up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a potential generator-related issue. To resolve the issue, the rse instructed the customer to turn off all equipment and the main power board. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the geometric functionality is still available and the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system stopped working, and was unable to boot back up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.